Event description:
It was reported that the pacemaker and this right ventricular (rv) lead triggered a lead safety switch (lss) due to a high out of range impedance measurement, greater than 3,000 ohms. After the lss, there was oversensing of noisy signals in the rv channel. The oversensing caused pacing inhibition greater than two seconds. Technical services (ts) reviewed and suspected the noisy signals were due to myopotentials. Also, ts suspected this rv lead was fractured or there was a spring contact issue in the header. Ts recommended reprogramming options or device and lead replacement. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).